Event description:
Lung cancer (diagnosed (B)(6) 2020); lung tumor removed (spring 2020); cancer free as of (B)(6) 2021; blood clots in legs ((B)(6) 2020). Started using philips CPAP dream station in 2006, then developed the aforementioned problems.